Event description:
(B)(4) . I have had alot of pain it makes my legs numb, I have suffered from migraines and dizziness. I have insomnia and anxiety. I even taste metal in my mouth at times. I haven't been to a doctor because I can't afford it even with insurance. Now I have medical and would like to go to a doctor a d have them removed they have caused me so much pain. The essure has made me feel horrible.